Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise over the past month. Upon further review, decreased r-waves were also observed. The patient presented for lead explantation on (B)(6) 2019. During the procedure, the right ventricular lead was tested through the pacing system analyzer and higher r-wave sensing was observed. It was unknown if an implantable cardioverter defibrillator header anomaly caused the issue. The device was explanted and the right ventricular lead was tested with the new device and decreased r-waves were still observed. The chronic device and leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of decreased sensing and possible header anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the sensing anomaly was undetermined.

Event description:
New information received noted the decreased r-wave sensing resulted in undersensing.